Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 was physically broken and separated into halves. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was broken physically. A field service engineer (fse) replaced the broken tower door panel and reorganized the pyxis setup so that the medication room door no longer struck the tower doors and caused damage. Additionally completed preventive maintenance on door hinge. The system functioned as intended after the field service engineer repaired the device.